Event description:
It was reported that a user of an ilet system paired with a dexcom g7 continuous glucose monitor (cgm) experienced repeated sensor reconnecting alerts and lack of calibration uptake, resulting in signal loss between the cgm and the ilet display of glucose values. Symptoms included intermittent loss of continuous glucose readings with no adverse clinical symptoms reported. Outcomes included restoration of glucose data display after guided troubleshooting, which included confirming the correct cgm type, re-entering the pairing code, and restarting the sensor. User support included technical support troubleshooting and user education. Investigation of this case revealed communication interruptions between the cgm and the ilet, with resolution after reconfiguration and sensor restart, indicating a device-to-device connectivity issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity factors.